Event description:
During troubleshooting for multiple errors during priming while using the home choice device. Home patient (hp) stated they were connected during prime. The technical service representative (tsr) advised to start over with new supplies and the hp should not be connected during priming. There was no serious injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly re-priming the patient line. The complaint evaluation could not determine whether or not the product was nonconforming to performance specifications or otherwise perform as intended, as no sample was available for evaluation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.